Event description:
It was reported that high thresholds and high impedances were observed, and lead fracture was suspected on the right ventricular (rv) lead. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Distal conductor fracture was confirmed. Flex fatigue fractures within 5cm of the anchoring sleeve. Concomitant medical products: e2dr01aa implantable pulse generator 2005-(B)(6). (B)(4).